Event description:
It was previously reported the patient fell from a ladder and landed on his back on (B)(6) 2012. After falling the patient felt stinging and burning in his back. It was noted the patient's stimulator was off and had been for 6 months prior to the fall. The patient had an appointment with his implanting physician on (B)(6) 2012. Additional information received approximately a month later reported the cause of the event was the patient fell and dislodged wires. An x-ray was performed and confirmed the patient's wires had migrated. The patient's leads were replaced. The patient did not require hospitalization due to the event. Patient outcome was reported as no injury.

Event description:
It was additionally reported that the patient's stimulator was found to be dead/depleted during a reprogramming session. Information about longevity (normal or premature) was not given. The stimulator was replaced.

Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type lead product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type lead product ID 37752, serial# (B)(4), product type recharger product ID 37743, serial# (B)(4), product type programmer, patient product ID 37092, lot# 246050001, implanted: (B)(6) 2010, product type accessory. (B)(4).